Event description:
It was reported via user medwatch that removal difficulty occurred. The target lesion was located in the left anterior descending (lad) coronary artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after inflation, the balloon would not re-wrap enough to be removed through the guide catheter. The balloon was then intentionally ruptured in the hope that this would allow it to be pulled back through the guide, but it still could not be removed. The guide catheter, wires, and balloon were removed together, and no device fragments remained in the body. A new guide catheter was placed to complete the intervention. The procedure was completed with no patient complications, and no further issues were reported.